Manufacturer narrative:
(B)(4).

Event description:
Procedure: left lower lobectomy. According to the reporter: doctor fired device across pulmonary artery, after firing the device the knife blade did not retract and the jaws did not open. The surgeon called in another surgeon to assist with placing staples around the stuck device once that was done had to transect additional tissue from the pulmonary artery and lingula and was able to remove the stuck device. Sales rep has stated that the pulmonary artery still remains in the jaws of the returned device. If anything disengaged from the device, did it fall into the patient cavity-no, did this incident result in unplanned blood loss of 250cc or more - no reported, was surgical time extended by more than 30 minutes due to this incident - yes 45 minute, did this incident result in tissue loss that was not initially planned - yes, was another manufacturer's reinforcement materials were used during the case - no, were any other manufacturer's products used with the device that is the subject of this report - no. Additional information: do not have the lot number of the egia45ctav. Patient was (B)(6), don't' have weight.